Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed a delayed keypad response caused by a failed processor printed circuit board (pcb). As a result, the processor pcb has been replaced.

Event description:
During baxter's device evaluation, the spectrum pump was observed to have a delayed keypad response. Any patient involvement is unknown as this occurred during testing.